Event description:
It was reported the device was used during a thoracotomy. It was reported the linear cutter would not fire during the procedure. The case was completed with another tlc75. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. Proximate linear cutter: based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with the swing tab jammed in the cartridge channel. The cartridge was received with damage present on the tip nose end of the cartridge. It appears possible that an attempt may have been made to load the cartridge upside down which may have caused the displacement of the swing tab in the cartridge. However, it could not be ascertained if this may have occurred in this instance. The instrument was fired with a reload cartridge and it fired and formed all the staples with no difficulties noted. There were no anomalies noted with the functionality of the instrument or the firing of the staples.